Manufacturer narrative:
This report is submitted on january 30, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced swelling and pain at the implant site and subsequently was administered oral antibiotics (date not reported). The patient is being clinically managed by the health care provider.